Manufacturer narrative:
H.6. Investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max system kit (ref 44500301) lot 2088840 was performed by the review of manufacturing records, retain material testing and by the complaint¿s history review. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 2088840 was manufactured according to specifications and met performance requirements. Customer reported a negative result for one patient sample with the bd sars-cov-2 reagents for bd max¿ system kit, which tested positive when repeated on another molecular testing platform (allplex, seegene on cfx-96). The retain material of bd sars-cov-2 reagents for bd max system kit from lot 2088840 was tested and the results were as expected. Customer provided a picture and pdf reports. The picture confirmed the kit lot 2088840. Analysis of the pdf report from run 1732 shows four patient samples, all negatives, including the sample in position a10 for which the customer opened a complaint. The report of the results from the other molecular platform was also provided. The pdf report of the problematic sample, tested with the allplex platform, suggests a late and low positive result with this other test. Specimen being at or near the limit of detection of the assay or environmental or cross contamination introduced during the sample preparation at the customer¿s site can all generate variable results when retested. Moreover, limit of detection can vary between different assays which could explain the customer¿s discrepant results. Based on the data and information provided, a specimen at or near the limit of detection (lod) of the bd sars-cov-2 reagents for bd max¿ system assay is the most likely cause to explain the bd max¿ customer¿s discrepant result. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents kit lot 2088840. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that bd sars-cov-2 reagents for bd max¿ system false negative result occurred. The following information was provided by the initial reporter: false negative - "sample was bd max negative and seegene assay positive."

Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd sars-cov-2 reagents for bd max¿ system false negative result occurred. The following information was provided by the initial reporter: false negative - "sample was bd max negative and seegene assay positive."